Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material in the channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation in the up direction was out of standard due to the worn angle wire. Angle-wire. The gap on up/down knob was out of standards due to the worn angle-wire. The right/left knob could not be fixed due to the broken free engage knob. The water supply quantity was out of standards due to the deformed nozzle. The charged coupled device lens was broken. Residual fluid or foreign matter coming out of the forceps channel has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. The customer did not know what the foreign material was. This device has not been used to a patient with foreign material attached to the device. There was a delay in the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. The instrument channel, suction channel, air/water valve, suction valve, and biopsy valve were brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient air to clear water from the objective lens. The issue was found during preparation for use in an unknown diagnostic procedure, which was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there were residue and foreign material from the biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.